Event description:
It was reported that, "the surgeon says that the pin driver is stripped and the pins will not engage."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.